Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/17/2017, that on (B)(6) 2017, the introducer needle detached from the applicator. The sensor was inserted into the abdomen on (B)(6) 2017. No additional patient or event information is available. No product or data were provided for evaluation. The reported detached needle could not be confirmed. A root cause could not be determined.